Event description:
The user facility reported that after a pci procedure the involved angio-seal closure device angioseal vip 8fr was used to close the puncture site. The angio-seal sheath was pleased in the proper way as we usually used to do it in routine procedure, but after taking out the angio-seal sheath, there was nothing inside, just an empty tube (no thread inside). The femoral artery was closed with manual compression, what took some time for the doctor and unpleasant feeling for the patient. No patient harm. The patient was calm.

Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: sales rep. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not available for evaluation. The exact root cause cannot be determined. The likely root cause is there was an obstruction that prevented the anchor from posting to the tip of the hemostasis sheath. Review of device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)